Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported primary alarm test failure. No patient harm reported.

Manufacturer narrative:
The customer reported reseating the da - mc cable resolved this issue. The customer stated the device was run for 2 hours and functioned normally. The device was returned for use. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Due to no part returning for failure investigation the root cause of the reported issue could not be determined.